Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 45mg/dl and treated with juice. Troubleshooting provided assistance with adjusting basal rates. There was no indication that the insulin pump over delivered insulin. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.